Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver unexpectedly shut-down. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the receiver unexpected shut-down could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and it failed. The receiver failed to charge and reboot due to usb pin(s) from j3 are damaged. Receiver failed to download and attach due to to usb pin(s) from j3 are damaged. The functional test could not be performed due to receiver could not boot up and\or communicate with tester. The receiver case was opened, and the internal visual inspection passed. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.